Event description:
The patient was revised to address poly wear of the liner.

Manufacturer narrative:
The patient was revised to address poly wear of the liner. Doi: unk, dor: (B)(6) 2014. (Right hip). The device associated with this report was not returned. It is known that this product is now obsolete. A complaint database search finds no other related incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The incident occurred outside the (B)(6) and is not reportable to the competent authorities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.